Manufacturer narrative:
**UDI related data quality updates only**

Event description:
During the patient call, the autopulse platform ((B)(6)) failed to power on. The platform was tested with 3 autopulse li-ion batteries, however, the issue persisted. Per the reporter, no adverse effect was reported.

Manufacturer narrative:
The reported complaint of "the autopulse platform(sn 35513) failed to power on during the post (power on self test) was confirmed during functional testing as the platform could not power on. The root cause for the reported complaint was determined to be due to a failed processor board, likely caused by a defective component. Upon visual inspection, the front enclosure was observed cracked. The observed physical damage was unrelated to the reported complaint and appeared to be the characteristics of user mishandling such as a drop. The front enclosure was replaced to remedy the observed issues. Unable to recover data archive due to defective processor board. Initial functional testing could not be performed due to the platform not powering on, thus confirming the reported complaint. To remedy the issue, the processor board was replaced. During further platform testing, unrelated to the reported complaint, the platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The root cause of the (ua) 07 error was due to the failed load cell modules. The cracked front enclosure and failed load cells were likely attributed to mishandling, such as a drop. The load cell modules were replaced to address the fault. Following the service repair, the platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).